Event description:
It has been reported to philips that the allura xper fd10 system had a geometry fault. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer and confirmed that there was a malfunction in the geometry. The rse order the tso for replacement and replacement was made by fse in another case and fse repair the tso handle. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.